Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove could not be confirmed using a proxy guiding catheter due the device condition (stent damage). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device met resistance with the 80% stenosed, angulated and moderately tortuous anatomy causing the reported failure to advance. During removal it is likely the device interacted with the difficult anatomy and/or guiding catheter causing the reported difficulty to remove and subsequent material deformation (stent damage). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an 80% stenosed, angulated and moderately tortuous de novo lesion in the mid right coronary artery. Resistance was felt during the attempt to advance a 3.5x48mm xience xpedition (sds) stent delivery system through the lesion. The sds was removed and flared struts were noted at the mid-distal end of the stent. Operator suggested the damage could be due to interaction with the guiding catheter upon removal of the sds or due to the lesion anatomy during advancement. The procedure was successfully completed with a 3.5x48mm non-abbott stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.